Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely due to patient condition.

Event description:
The user facility reported a 76-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was unable to be advanced through the subclavian artery into the innominate artery despite multiple attempts and manipulations of the pump. The impella 5.5 was removed. Contrast was infused to evaluate the vessel. It appeared that the pump was unable to pass due to patient¿s anatomy. The doctor elected to insert the impella cp through the axillary graft instead.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.